Event description:
The customer reported that this was the surgeon's first time using the device. The surgeon reported that the seals looked good during the procedure and there was only minor oozing from ancillary vessels, but not the vessels he sealed with ligasure. When the procedure ended at 3:30pm, the pedicles were dry. Once the patient was in pacu, a hematoma was noted. The patient was taken back to the operating room for a reoperation at 6pm. When the surgeon opened the incision he noticed that the vessels he sealed with ligasure were bleeding. The surgeon ligated the vessels and closed the incision.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.